Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after announcing a normal breakfast while having recently changed their diet, and had been making breakfast announcements when they should not, which the user believed led the ilet to adapt inappropriately; the user and healthcare provider decided to perform a factory reset, and the user treated the low with oral glucose. Symptoms included shaking/tremors and anxiety. Outcomes included a low blood glucose nadir of 52 mg/dl with approximately 20 minutes under 70 mg/dl, system alerts for low and urgent low, and receipt of professional medical intervention without need for assisted care. Investigation included communication with the user and analysis of information provided by the user and healthcare provider. Investigation of this case revealed a usage problem due to incorrect meal announcements and failure to follow instructions, with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.